Event description:
It was reported that the patient experienced poor infusion set adhesion, resulting in four infusion sets becoming loose/detaching prematurely on (b)(6) 2026.

Manufacturer narrative:
Name:Ypsomed AGCountry: SwitzerlandStreet: Weissensteinstrasse 26City: SolothurnZip Code:CH-4503Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.